Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized in the past due to an elevated blood glucose (bg) level of 600 (mg/dl). The customer declined to provide further information regarding the reported hospitalization event.